Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient told the hcp that the pump was no longer working.